Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported receiving low glucose alerts on his system due to inaccuracy in sensor readings when the user's blood glucose was not low. After reviewing the user's information with the data available in dms, we confirmed only one instance where the user received a low glucose alert, on (B)(6) 2025 at 4:58 am when the sg was at 65 mg/dl.

Manufacturer narrative:
On 17th jan 2025, the user reported that the system shows him low glucose alerts even when his blood glucose is not low. The user didn't provide any example sets related to low sg values that could trigger low glucose alerts.a review of the data management system (dms) data revealed that on (B)(6) 2025 that the user received multiple low glucose alerts from 4:58 am to 7:03 am (est) as user's sg value was below the threshold of 65 mg/dl. No bg values were entered the user.an s4 case (complaintrec-53415) was created to address the sensor inaccuracies related issues, inclusive of the low glucose event. A review of the in-vivo data revealed transient reference channel instability around dec 26th 2024 through jan 6th 2025. This potentially contributed to sg/bg mismatches the user may have observed at the time of the low glucose event. A review of 2 weeks worth data after the period of instability was analyzed (jan 6th to jan 20th), and the system had stabilized with good agreement between bg/sg and was working within expectations.the user did not provide any information on how the event was resolved. Per dms, the user is using the system with up to date information. B4.date of this report 11 april 2025. G3.date received by the manufacturer? 11 april 2025. H3. Device evaluated by manufacturer?yes. H6. Health effect - clinical code updated to 4582. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.